Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the bush head of their essence power toothbrush broke during use in their mouth. No serious injuries were reported.